Event description:
It was reported that during a trial procedure, the physician noticed that when removing the lead, the spinal cord stimulator trial lead looked different. It was noted that four electrodes broke off the end of the lead. The physician determined via fluoroscopy that the abandoned electrodes were not in the epidural space and left the leads in the patient.